Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(6).

Event description:
It was reported that the patient reported pain in her chest, neck, and right shoulder. A port study was performed and found that the catheter was cracked and leaking. The port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that the patient experienced pain in the chest, neck, and right shoulder. It was further reported that a port study found that the catheter had cracked and was leaking. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with history of breast cancer was scheduled for port placement. The right subclavian vein was accessed and a guidewire was passed through the subclavian into the superior vena cava. The needle was removed and a pocked large enough to accommodate a 6mm port was made at the exit site of the wire at the patient's right chest wall. The port was assembled and flushed with heparinized saline and attached to the pectoralis fascia using 2-0 prolene suture. The peel away sheath was placed over the wire and the wire was removed. The catheter was advanced into central circulation. The peel away sheath was removed and the port demonstrated to withdraw blood and flush with ease. The subcutaneous fat was closed over the port. The patient was sent to recovery in stable condition. Investigation summary: one ti lp powerport with 6 fr s/l polyurethane catheter and medical records were provided for review. Based on a review of the medical records, the device was implanted without issue. The return catheter was received in two segments. A visual and tactile evaluation was performed. Evidence of sharp instrument damage can be noted, as pattern transfer can be detected at both split points of the catheter. A flattened elliptical profile can also be noted at both ends of the split point. The sample segments were separately patent to infusion and aspiration and no leaks were observed. No other anomalies were noted. Therefore, the investigation is inconclusive for alleged crack/leak as both the medical record review and the return sample condition could not confirm the alleged issue. Additionally, no images were provided for review. A definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 09/2018).